Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via the manufacturing representative (rep). It was reported that the "reservoir not showing accurate ml." Environmental/external/patient factors, diagnostics/troubleshooting performed, and interventions/actions taken were not provided. It was reported the issue was not resolved and the patient's status was unknown at the time of the report (2019-feb-03). It was reported that surgery had been scheduled for (B)(6) 2019. The patient's medical history, weight, and other medications being taken at the time of the event were not available.

Manufacturer narrative:
Section 'device information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that when the hcp opened the pocket, the catheter was not properly connected to the actual pump. Nothing was wrong with the pump. They had no idea what caused the catheter issue. The connection issue explained the inconsistencies with the reservoir volume. The catheter was connected to the new pump successfully. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019; (B)(4) (hcp): information was received from a health care provider (hcp) regarding a patient who received unknown baclofen 2000.0mcg/ml; 540.1mcg/day in an implantable pump for intractable spasticity and cerebral palsy. The pump was last refilled on (B)(6) 2018. The actual reservoir volume (arv) was 2.1ml. The hcp was successfully able to aspirate the remaining medication. However, the hcp was only able to inject 20ml into the 40ml reservoir. This was reportedly the last time the clinic saw the patient. No symptoms were reported. Planned pump refill was scheduled for (B)(6) 2019. Technical services reviewed performing the locked valve procedure (holding negative pressure) and using a smaller syringe (5ml or 10ml) to force saline into the reservoir. No further information was provided, as the patient scheduled to arrive within the hour for their appointment. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was replaced on (B)(6) 2019. The matter had been resolved. There were no further complications reported at this time.